Event description:
Additional information was received from the manufacturer representative. Cause of erosion is unknown. Troubleshooting to attempt to resolve the report impedances was to run multiple impedance tests at higher ma, reconnection at implant site and extension site multiple times, turned stimulation on for several minutes and ran impedance again. They did not resolve; physician will monitor impedance issue over time.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: b35200, serial#: unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator. It was reported that impedance issue following the removal of activa pc the and installation of the b35200 today. The pc was removed due to erosion at the abdominal site location. Rep indicated seeing high impedance on contact 8: unipolar was showing >5000 ohms, bipolar was showing >10,000 ohms. Rep also reported seeing on a610 app that "settings out of range" which rep confirmed that contact 8 was being used in programming. Tech services reviewed that would explain why they were seeing the "settings out of range" message. Rep stated following was done: removed/reinserted extension multiple times into the header block, implanted a new extension, inserted lead and tightened set screws multiple times as well. Old neurostimulator wasn't avail to try again to see if impedances normalized or continued to be high. Tech services suggested running stimulation for a while to see if impedance reading go down. During call, rep reviewed that impedances were slowly coming down but were still in the 7000 ohm range for bipolars. Tech services reviewed that hopefully they will come down further enough to run stimulation for the patient otherwise programming differently may be necessary. It was also reviewed to attempt programming or lower settings and that if impedances don't go back to normal levels and since contact 8 is important for programming next steps may be necessary.